Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14d15087 and h14d09098 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Six days after onset, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. It was reported the patient was recovering from the peritonitis event. Dianeal therapies were ongoing. Additional information was requested but is not available. This is report 3 of 4.